Event description:
The initial perforator clutch stop did not function and, as a result, the second safety backup prevented rotation of the perforator when skull penetration occurred. The event did not cause harm to the patient. The manufacturer was notified of the malfunction.